Event description:
It was reported that the patient was not able to adjust stimulation. The patient reported that none of the lights had come on. The patient had not changed the 9 volt battery in a long time. The patient was currently unable to turn stimulation on due to the inability to use the patient programmer and that she had been having troubles with it for ¿several months.¿ the patient stated that she currently was taking coumadin and her doctor told her she needed to be off it for 14 days before she could have the ins replaced and currently the doctor would not take her off of it. The patient was advised to get a new 9 volt alkaline battery so she could use the patient programmer to check the status and attempt to turn it on. It was later reported that the patient only felt stimulation for a few minutes and then it would go off. This had been the case for ¿about¿ the past six months prior to (B)(6) 2014. The patient also thought the programmer needed a new battery about six to seven months prior to (B)(6) 2014. The patient stated the light kept blinking and then it went off. The patient mentioned a ¿few years ago¿ she met with the doctor and manufacturer's representative and they changed the battery in the programmer and it worked fine. The patient also mentioned she was on blood thinners. The patient was redirected to the healthcare professional (hcp). No intervention or outcome was reported regarding this event. Further follow-up is being conducted for this information.

Manufacturer narrative:
Concomitant products: product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3888-33, lot# j0313988v, implanted: (B)(6) 2003, product type: lead. (B)(4).